Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2019 regarding a patient receiving prialt (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the medication was giving the patient severe side effects and was not helping with the problem. This medication had been in the pump for two years and the side effects and not helping the problem started almost immediately. It was noted that the doctor did try adjusting the medication. The patient did not use the personal therapy manager because when she did she would get hallucinations and auditory hallucinations. It was further noted the doctor told the patient the pump would alarm on (B)(6) 2019, and the ptm showed the refill date as (B)(6) 2019. No further complications were reported or anticipated.